Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor communication error alarm. The customer also reported that they received an off no power alert. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to check the history. The customer mentioned that they received a no delivery alarm due to empty reservoir. The insulin pump will be returned for analysis.